Event description:
According to the reporter: after the device was activated, the jaws of the unit did not open and it was impossible to move them. Hospitalization was extended.

Manufacturer narrative:
(B)(4).